Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, a field service engineer reported that the failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. Insufficient illumination of the abdominal cavity was caused by worn-out optical fibers. The customer's optical fibers have over 50% of damaged fibers, which causes insufficient illumination of the surgical field. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source had a dim light. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.